Manufacturer narrative:
Correction: d4 product event summary: data files were returned and analyzed. An image file returned from the field was reviewed for 63 radiofrequency (rf) lesion. The log files were analyzed, and timestamps/errors were observed. In conclusion, the reported clinical issues cannot be assessed through data analysis. The reported steam pop issue is plausible through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a steam pop was observed during radiofrequency (rf) ablation in the left atrium near the mitral valve. It was then switched to pulsed field (pf) energy, during which transient third degree heart block was observed and lasted for 1 minute. Conduction returned, and the ablation procedure continued. First degree heart block persisted through the end of the procedure. The case was completed. No further patient complications have been reported as a result of this event.